Manufacturer narrative:
D7: explanted date: device was not explanted g5: 510k - k923607,k926214,k151471,k152740 the actual device was not returned to the manufacturing facility for evaluation. With no return of the actual sample to evaluate and the unavailability of the lot number, the investigation for this complaint was limited. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a residual substance was found in the x-ray image of the patient who had received the operation for sialolithiasis. It was reported that the actual sample was used in combination with an endoscope and with a metallic torque device. The procedure outcome is unknown. The residual substance is planned to be extracted from the patient on (B)(6) 2018.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the 510k numbers that was reported in the initial report. In the initial report, the following was documented 510k - k923607,k926214,k151471,k152740. The correct 510k numbers are the following: 510k - k923607,k926214.